Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one essure coil had migrated into abdominal cavity"), pregnancy with contraceptive device ("discovered she was five months pregnant and gave birth to a child after 7 months") and premature delivery ("discovered she was five months pregnant and gave birth to a child after 7 months") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical history: she never experienced increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive weight gain, excessive migraine headaches, chronic fatigue and abdominal bloating prior to the essure procedure. In 2012, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), pain ("increasingly severe pain and discomfort"), discomfort ("increasingly severe pain and discomfort"), menorrhagia ("heavy menstrual bleeding"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), weight increased ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (on (B)(6) 2016, underwent surgery to remove essure coils). Essure was withdrawn. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature delivery, pain, discomfort, menorrhagia, pelvic pain, back pain, abdominal pain, dyspareunia, weight increased, migraine, fatigue and abdominal distension outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, pregnancy with contraceptive device, premature delivery, pain, discomfort, menorrhagia, pelvic pain, back pain, abdominal pain, dyspareunia, weight increased, migraine, fatigue and abdominal distension to be related to essure. The reporter commented: she never experienced those conditions prior to undergoing essure procedure. Company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted and discovered she was five months pregnant and gave birth to a child after 7 months (considered as pregnancy with essure and premature labor). It was reported that one essure coil had migrated into abdominal cavity. She underwent surgery to remove essure coils. These events are regarded as anticipated according to the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. Premature labor is the labor that occurs before the 37th week of pregnancy and risk factors include infection (urinary tract, amnionitis, systemic), uterine anomalies, rupture of membranes and fetal abnormalities. Low birth weight (lbw) is either the result of preterm birth (before (B)(6) of gestation) or of restricted fetal (intrauterine) growth, secondary to many possible factors. In this case, no alternative explanation was provided. A mechanical interference between essure and the developing pregnancy cannot be excluded. Based on the information available, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident because device removal was required and due to the occurrence of premature labor. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one essure coil had migrated into abdominal cavity"), pregnancy with contraceptive device ("discovered she was five months pregnant and gave birth to a child after 7 months") and premature delivery ("discovered she was five months pregnant and gave birth to a child after 7 months") in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she never experienced increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive weight gain, excessive migraine headaches, chronic fatigue and abdominal bloating prior to the essure procedure. In 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), pelvic pain ("increasingly severe pain, chronic pelvic pain"), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and abdominal distension ("abdominal bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016, underwent surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature delivery, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, abnormal weight gain, migraine, fatigue and abdominal distension outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: she never experienced those conditions prior to undergoing essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil had migrated into abdominal cavity'), pregnancy with contraceptive device ('discovered she was five months pregnant and gave birth to a child after 7 months') and premature delivery ('discovered she was five months pregnant and gave birth to a child after 7 months') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included diabetes mellitus. She never experienced increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive weight gain, excessive migraine headaches, chronic fatigue and abdominal bloating prior to the essure procedure. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), lasting 7 months and experienced premature delivery (seriousness criterion medically significant), pelvic pain ("increasingly severe pain, chronic pelvic pain"), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (on (B)(6) 2016, laparoscopic bilateral salpingectomy with removal of sterilization coil). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature delivery, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, abnormal weight gain, migraine, fatigue and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: she never experienced those conditions prior to undergoing essure procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("one essure coil had migrated into abdominal cavity"), pregnancy with contraceptive device ("discovered she was five months pregnant and gave birth to a child after 7 months") and premature delivery ("discovered she was five months pregnant and gave birth to a child after 7 months") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she never experienced increasingly severe pain and discomfort, heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, pain during intercourse, excessive weight gain, excessive migraine headaches, chronic fatigue and abdominal bloating prior to the essure procedure. In 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premature delivery (seriousness criterion medically significant), pelvic pain ("increasingly severe pain, chronic pelvic pain"), pelvic discomfort ("increasingly severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), fatigue ("chronic fatigue") and abdominal distension ("abdominal bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2016, underwent surgery to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, premature delivery, pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal pain, dyspareunia, abnormal weight gain, migraine, fatigue and abdominal distension outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: she never experienced those conditions prior to undergoing essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.